Manufacturer narrative:
The polaris spectra system control unit (scu) to positioning sensor unit (psu) cable was returned to the manufacturer for analysis. Analysis found that there were opens for pins 8, 9, and 10. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera icon was crossed out. The issue was resolved by replacing the navigation external camera cable. There was no patient present at the time of the event.